Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010, the patient underwent treatment with gore excluder aaa endoprostheses for a 9 cm ruptured abdominal aortic aneurysm and right common iliac artery aneurysm. On (B)(6) 2011, the patient underwent another procedure to treat a distal type I endoleak in the left common iliac artery. The endoleak resolved with placement of a contralateral leg. The medical records did not indicate a cause for the endoleak.